Event description:
It was reported that the customer had issues with her sensor and blood glucose level reading difference. Her blood glucose level was 450 mg/dl but her sensor glucose reading was 69 mg/dl. The customer received a meter blood glucose now and a lost sensor alarm. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.